Event description:
Customer reported that they received a check blood glucose levels reminder and is unable to clear it. Customer stated that the buttons on the insulin pump are unresponsive. Customer's blood glucose reading at the time of the call was 410 mg/dl and believes the high is due to not getting insulin overnight. Customer has treated the high blood glucose readings with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The blood glucose reminder functioned properly and no unexpected blood glucose reminder alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.